Event description:
Boston scientific received information that during an implant procedure, this left ventricular (lv) lead dislodged after the guidewire was cut away. The lv lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Dried blood was noted in the lumen measurements throughout these tests were within normal limits. A guidewire insertion test was performed and the lead failed at 704 mm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Electronically the lead was found to be within specification.